Manufacturer narrative:
Philips has investigated this complaint. While setting up the protocol for a procedure, the cover fell from the ceiling and landed on the sterile operating table where the patient was lying. The cover landed very close to the patient¿s feet but did not touch the patient nor the user. Philips checked the system on site and confirmed that a part of the safety chain was missing. The philips field service engineer replaced the l-arm rotation cover and attached the safety chain correctly after which the system was returned to use in good working order. This was the first occurrence of this issue at this site. The customer confirmed that the procedure was successfully completed after the incident. No harm has been reported to philips. Philips has opened an investigation as a follow up to the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported to philips that during a procedure the c-arm of the allura system collided with an or lamp. As a result, the l-arm rotational cover fell onto the sterile field. No patient or user harm has been reported to philips philips has started an investigation for this complaint.

Manufacturer narrative:
When the investigation has been completed philips will inform he FDA..

Event description:
It has been reported to philips that during a procedure the c-arm of the allura system collided with an operating room lamp. As a result, the l-arm rotational cover fell onto the sterile field. No patient or user harm has been reported to philips has started an investigation for this complaint.